Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 741.3 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient experienced increased spasms and pain. The patient went to the emergency department at the hospital and was then admitted. No falls or trauma were associated with the event. A catheter study was performed the previous week by the hcp's clinic and the study reportedly came back normal. No further action was taken. The outcome of the event was unknown and it was unknown if the issue resolved. No surgical intervention occurred but it was unknown if a surgical intervention was planned. The patient's status at the time of the event was "alive-no injury". No further complications were reported.